Manufacturer narrative:
The complaint device was received and evaluated. Initial visual observation of the device revealed the metal face plate is separated/broken from the active tip thus confirming this complaint. The broken faceplate was returned and showed no fractures on the surface. No other anomalies were discovered on the detached metal faceplate. It is not possible to determine what has caused this fracture to occur. No evidence of excessive use as the suction tube is clean of saline residue. The active tip and the shaft are intact and show no signs of damage to indicate misuse or blunt force impact. No other information was provided to help determine how the user experience this failure. A possible root cause cannot be determined. The DHR review indicated that this batch of devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a complaint search in depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. And at this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email during reparation of rotator cuff, a piece of electrode was lost into the patient. It has been removed. No patient consequences.